Event description:
The customer reports back to back results of 338 mg/dl on her meter compared to 151 mg/dl on her dr's meter. No report of an adverse event. Controls were not run. Return requested and replacement was sent.